Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory alert. Upon review, the right atrial lead exhibited low impedance and noise. On (B)(6) 2016, the patient was seen at the clinic for follow up. All electrical measurements were in range and no anomalies were found. No intervention was performed. The patient was fine.